Event description:
Customer's mother called reporting her daughter was having high blood glucose and was hospitalized once. Customer's current blood glucose is 260 mg/dl. Customer had just eaten lunch and already treated. On (B)(6) 2014, customer was hospitalized for high blood glucose and ketones. Her blood glucose was 409 mg/dl, and she experienced feeling vomiting, dehydration, mouth sores, and abdominal pains. She tried treating with the device, but it did not work. On (B)(6) 2014, customer had the same issues but was able to treat at home. When the doctor checked the device, he noted that no insulin had been delivered on (B)(6) 2014, not even basal deliveries. During troubleshooting, the drive support cap appeared normal. Insulin exited during manual prime. The device showed a no delivery and low reservoir alarm on (B)(6) 2014. Customer will call back when she receives the tubing clamps to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.